Manufacturer narrative:
Manufactured december 1, 2016 ¿ december 2, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by removing the cap and continuous flow was observed. A functional flow test was performed. The flow rates were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected a small volume intermate that was filled with 4500 mg of piperacillin/tazobactam in 100 ml sodium chloride 0.9% but no flow was observed. The product was removed from the fridge 4 to 5 hours prior to use and was safely disconnected 15 minutes after starting therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.